Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received medical treatment from a paramedic due to hypoglycemia on (B)(6) 2022. The patient did not recall their blood glucose levels. Symptoms reported include hypoglycemia and tiredness. The patient reported that before the paramedic arrived, they acquired glucagon to treat the low blood glucose levels. Upon arrival the paramedic gave the patient food to eat to treat the patient¿s hypoglycemia. The paramedic left after an hour and the patient never went to the hospital. Upon follow up with the patient, they reported not remembering much from the event and claimed they were blacked out during the time. The patient did not report losing consciousness during this event. The patient did not remove the pod during this event.